Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during an attempt to implant 26mm sapien 3 ultra in the aortic position via transcaval approach, it was reported that the sheath split on calcium and perforated the subclavian artery. It was suspected that the sheath tore on the initial attempt to insert into the patient. The tear was on the distal tip and was jagged and described as distal tip split. The case was converted to a surgical repair of subclavian artery.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6, and h10 to reflect non-device return evaluation. The device was not returned to edwards for evaluation, therefore no functional testing, dimensional testing or visual inspection could be performed. 3mensio imagery was returned and calcification and undersized access vessels (vessel size under 5.5mm) were noted in patient's vasculature. Esheath plus IFU, device prep manual, procedural manual, and subclavian/axillary supplemental training manual were reviewed. Access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The distal tip split was confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. However, reviews of the DHR and lot history did not indicate presence of a manufacturing non-conformance. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. The complaint event description states, ''it was reported that the sheath split on calcium and tore the subclavian artery on an alternative approach case.'' Per provide 3mensio imagery, undersized access vessels and calcification were observed within the patient's anatomy. It is likely that calcium within the patient's vasculature made contact with the sheath distal tip during insertion leading to the reported distal tip split. Calcification and undersized vessels can create a constrained condition leading to increased likelihood of friction between patient anatomy and the sheath. Available information suggests that patient factors (calcification, undersized access vessels) may have contributed to the complaint events. However, a definitive root cause is unable to be determined at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect was identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.